Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula, or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose chapter 4 / page 42: warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes chapter 11 / page 119: avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 11 / page 126: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka, the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that daughter ended up in the hospital with diabetic ketoacidosis (diagnosed). The patient's blood glucose had reached 498mg/dl while wearing the pod on her abdomen for longer than 48 hours. She had large ketones and experienced fatigue, vomiting, headache, as well as paleness. Treatment included an insulin drip and blood work. The mother stated that the pink slide did not move forward, indicating the pod did not deploy properly, and that the cannula appeared bent when the device was removed. She feels the patient did not get any insulin during the night of second day of wear.